Manufacturer narrative:
More additional information surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished. (B)(4).

Event description:
It was reported that the ventilator was pulled into the MRI scanner. There was no patient involvement. (B)(4).